Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensed myopotential noise which resulted in an untreated episode. Approximately three months later, this s-ICD delivered an inappropriate shock for what appeared to be noise. Isometrics were performed; however, it was unable to reproduce the noise. Additionally, noise was successfully marked while the patient moved in the bed. Technical services (ts) reviewed the data and discussed reprogramming options. This s-ICD will be reprogrammed, and the physician will continue to monitor. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.